Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp0375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package was opened for the pre-rinsing of the catheter, leakage point was found.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet and a loose proximal connector segment. Usage residues were observed inside the catheter. The inlaid stylet exhibited bends between the 39cm and 40cm depth markings and between the 21cm and 22cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the catheter to be patent to infusion; however, a leak was observed between the 38cm and 39cm depth markings. Microscopic inspection of the leak site revealed a small hole in the catheter wall. The hole exhibited inward curving edges. Circumferentially opposite impressions and superficial mechanical damage were observed in the vicinity of the split. Circumferentially opposite impressions were observed on near the proximal end of the catheter. The split characteristics, mechanical damage and circumferentially opposite impressions were consistent with damage caused by contact between the catheter and a traumatic grasping instrument such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that after the package was opened for the pre-rinsing of the catheter, leakage point was found.